Event description:
The customer observed falsely decreased alinity I tsh results for two patients. The following data was provided (customer¿s normal range is 0.35-4.94 miu/l): sample ID (B)(6) initial result, on 28mar2025 with analyzer serial number (B)(6), was 0.273, repeat result, on 31mar2025 with analyzer serial number (B)(6), was 34.642 miu/l. Sample ID (B)(6) initial result, on 29mar2025 with analyzer serial number (B)(6), was 1.523, repeat result, on 31mar2025, was 39.067 miu/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1: patient identifier complete entry: sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 70200ud00 was evaluated using worldwide field data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Device history record review on lot 70200ud00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity I tsh reagent, lot number 70200ud00, was identified.

Event description:
The customer observed falsely decreased alinity I tsh results for two patients. The following data was provided (customer¿s normal range is 0.35-4.94 miu/l): sample ID (B)(6) initial result, on (B)(6) 2025 with analyzer serial number (B)(6), was 0.273, repeat result, on (B)(6) 2025 with analyzer serial number (B)(6), was 34.642 miu/l sample ID (B)(6) initial result, on (B)(6) 2025 with analyzer serial number (B)(6), was 1.523, repeat result, on (B)(6) 2025, was 39.067 miu/l. There was no impact to patient management reported.